Event description:
During hemostasis procedure the hemostatic clipping device was used. It was reported to boston scientific that the plastic sheath is broken. The pt's condition was reported as "fine".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed.